Event description:
Paramedics were preparing pt, described as diabetic with ketoacidosis, for transport to another facility. The device was set up for cardiac monitoring, nibp, and sp02. According to the reporter, before the ambulance left the hosp, the device lost power and wouldn't power back up. A backup device was called for and used and no adverse affects to the pt were reported as a result of device use.